Manufacturer narrative:
Concomitant products : 2088tc-52 lead, implanted (B)(6) 2014, 7122q-65 lead, implanted (B)(6) 2017. Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor that the left ventricular lead dislodged and there was no capture in any pacing vector. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.